Event description:
The customer states that a loud noise came from the computer processing section (system control center or scc) of the architect i2000sr analyzer followed by smoke. The analyzer is no longer responding. A service call was initiated. There were no injuries to any laboratory personnel reported and no damage to the surrounding environment. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.